Manufacturer narrative:
The user reported an infection at the sensor insertion site, with symptoms of pain and secretion. The user confirmed to the territory manager that they were doing better and was no longer on antibiotic. The user was scheduled to meet with their dermatologist to evaluate the infection site. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion /removal site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
The user reported an infection at the sensor insertion site that was diagnosed by the hcp as mrsa. Symptoms began on (B)(6) 2026, three days after insertion. The hcp prescribed medication, initially an oral antibiotic, followed by a topical cream containing both antibiotic and steroid components. This MDR is submitted retrospectively following an internal review.